Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on one of the leads. X-ray shows that the patient's l2 lead is fractured. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on 20oct2022 wherein the physician was unable to remove the lead so it was left implanted (related manufacturer reference number: 1627487-2022-06200). No new lead was implanted.